Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necesary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a system message displayed during surgery. They replaced the cassette four times but the problem persisted. The procedure was not completed as they did not have a back up system.